Event description:
It was reported that during a gastroplasty procedure that the staple lines were not uniform, which caused some bleeding. It was necessary to use another same like device to complete the surgery. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 3/20/2007. Information anticipated, but unavailable at this time.